Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st(device #1 and device #2) on (B)(6) 2015 and (B)(6) 2019. The attorney also alleges unspecified injuries on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the two (2) ventralight st(device #1 and device #2) . As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2015- patient was diagnosed with incarcerated ventral hernia thereby underwent laparoscopic repair with implant of ventralight st mesh (device 1). Per op notes, ¿incarcerated hernia with omentum was identified and reduced. A ventralight st mesh was placed in the abdominal region and was tacked to the anterior abdominal wall¿. (B)(6) 2019- patient was diagnosed with recurrent ventral hernia, abdominal pain, thereby underwent robotic assisted laparoscopic repair with explant of ventralight st mesh (device 1), implant of ventralight st mesh (device 2). Per op notes, ¿omental adhesions to the abdominal wall and to the mesh were taken down. The mesh was torn away from the abdominal wall and the mesh (device 1) was excised. A ventralight st mesh (device 2) was trimmed and placed in the abdominal cavity and sutured¿.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st(device #1) may have caused or contributed to the reported event. The attorney alleges unspecified injuries; however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2015) is considered to be the best estimate. Updated fields: a2, a4, b2, b4, b5, b6, b7, d1, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventralight st (device 1). An additional supplemental emdr was submitted to represent the bard/davol ventralight st (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st(device #1) may have caused or contributed to the reported event. The attorney alleges unspecified injuries; however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #1 and device #2) on (B)(6) 2015 and (B)(6) 2019. The attorney also alleges unspecified injuries on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the two (2) ventralight st (device #1 and device #2) . As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."